Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corp that a contour vl stent was returned to the distributor due to an unk defect. It is unk what type of procedure, or what date, the contour vl stent was to be used. No other details are known at this time. Multiple attempts made to obtain add'l info have been unsuccessful to date.